Event description:
As the child could feel the needle they were playing and hit something, it was surgically removed in 2002. The child has recovered. Follow-up info received on 5/3/2002: since last submission of this case the following info has been updated: - all three needles were from the same batch number. - needle removed in 2002 due to discomfort.

Event description:
Needle broke off and stuck in stomach [device induced injury]. Case description: a pt reportedly for the third time this week, experienced that a novofine 30.8 mm needle broke off and was stuck in pt's stomach. The first two times the pt was able to remove the needle. On this occasion, however, pt could not remove it. The pt went to the emergency room to have the needle removed, but the emergency doctor was of the opinion that the incision would be too extensive and did not remove the needle. The emergency doctor informed the pt that the needle would come out by itself or wander around in pt's body.